Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-01262, 3005168196-2019-01263.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery (sa) using penumbra coil 400s (pc400) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two pc400s in the target vessel using a lantern. While attempting to advance a new pc400, the physician experienced resistance approximately 60 centimeters from the proximal end of the microcatheter. The physician was unable to retract the pc400; consequently, the pusher assembly kinked upon removal and, therefore, the lantern was removed containing the pc400. The physician then noticed the pc400 had detached inside of the microcatheter outside of the patient and, therefore, the lantern was flushed to successfully remove the detached coil. The physician then introduced the same lantern; however, experienced resistance while attempting to advance a new pc400 and, therefore, the lantern was removed. The procedure was completed using the same pc400, additional pc400 and a new lantern. There was no report of an adverse effect to the patient.